Event description:
Device was implanted 2003 and explanted in about a month. Brachytherapy successfully delivered with a balloon infusion volume of 4 cc 4 days. Three mos later pt presented with diffuse cerebral edema, the site stated that the event was considered possibly related to the device.